Event description:
This event was captured based on literature review, the use of the "preclosure" technique for antegrade aspiration thrombectomy with large catheters in acute limb ischemia. This study was designed to assess retrospectively short and mid-term outcomes of the use of a suture-mediated closure device to close the antegrade access in patients undergoing percutaneous aspiration thrombectomy with large catheters for acute leg ischemia. Three patients experienced minor bleedings or oozing, manual compression was sufficient. No additional information was available.

Manufacturer narrative:
(B)(4). Date of occurrence is entered as date of electronic publication, (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.